Event description:
The following description of event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "No pt involvement testing the vent after performing the pt. The settings per the manual for the neonate testing the volumes. The vti and vdel readings were all asterisks. After trying several settings, the determination was to calibrate the transducers and see what this will do. He had not checked the xdcrs yet and will get back to us if he needs further assistance."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the eval of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. The carefusion tech support specialist provided the user facility with several troubleshooting recommendations, on 01/16/2015, the user facility biomed reported to carefusion tech support specialist that after calibrating the transducers (xdcrs) the device was placed back into svc.